Event description:
It was reported the camera head presented a deteriorated image with streaks, momentary complete loss of image, poor contact between the internal connection of the connecting cable, and the camera head cable was deformed which indicates internal wear. The issue occurred during a therapeutic laparoscopy procedure and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: there is corrosion on coupler stopper. Cable unit is depressed. Due to disconnection in camera unit and noise image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in camera unit, noise occurred and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.